Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. Unlocking the pump feature functions properly. Device responded properly to the button presses. The device was able to navigate away from the home screen and access the menu screen. The unit was functioning properly. Device uploaded properly using care link. Device had scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. Customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer did experienced symptoms of high blood glucose such as nausea, vomiting, abdominal pain, difficulty in breathing. Customer using insulin pump within 48 hours of high blood glucose of event. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.